Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system has very low suction and was barely picking anything up. They have already changed the tubing and canister, and they have completed the troubleshooting for the purewick system prior to contacting them, but nothing has resolved the issue.